Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant. ¿

Event description:
It was reported that patient underwent a calcaneo/fibular ligament suture procedure on (B)(6) 2015. During the procedure, the anchor inserter was too short to be utilized with the guide. Another guide was used with the same result. The procedure was attempted without the use of a guide, and the inserter fractured in the patient. The fractured pieces have been retained by the patient. The fracture created a delay of 16-30 minutes. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Failure of the device was most likely a result of the surgeon attempting to implant the device without the use of the intended guide. Evaluation completed by supplier.